Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right s1 lead was explanted and replaced. The physician also added a lead at l5. Surgical intervention resolved the issue.

Manufacturer narrative:
Date of event is estimated. It is unknown which lead is displaying high impedances, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2021-02151. It was reported that the patient's system was auto reducing. Reportedly, four contacts on the right s1 lead were showing high impedances. Surgical intervention is anticipated.